Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 04/23/2025, a sales representative reported via email that (qty. 2) of an ar-3641sp self-punching knotless 2.6 fibertak malfunctioned during a proximal bicep tenodesis procedure on (B)(6) 2025. Despite clearing debris and ensuring proper insertion, both anchors failed to achieve full tension around the bicep tendon, leaving residual slack in the suture. Although the sutures initially appeared tight, probing revealed the tendon was not securely fixed to the bone. Multiple attempts to resolve the issue were unsuccessful. To complete the repair, any suture tangles and twists were removed, the anchors remained in, an additional fibertak anchor was placed, and the sutures were tied down over the bicep. This occurred during use with no reported patient harm. Additional information has been requested.

Manufacturer narrative:
Additional information: b5, g3, h3, h6. The complaint device was not received for evaluation. Based on the information provided which may include pictures, the event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to use error due to possible obstruction/debris on the tissue that was out of view of the scope and not allowing the repair suture to fully tension.

Event description:
The case was not delayed, and additional anesthesia was not needed. The patient did not suffer any negative effects or significant damage on or after surgery.